Manufacturer narrative:
It was reported that the patient has tibial loosening. Revision surgery is planned to exchange the poly inserts and tibial tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has tibial loosening. Revision surgery is planned to exchange the poly inserts and tibial tray.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.